Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in alarm history screen. No motion sensor test failure alarm or check settings alarm noted during testing. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test and excessive no delivery test and occlusion test due to motor error alarms. The low reservoir alarm functions properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms. The customer reported that they also had motion sensor test failure alarm and a motor position encoder error alarm found in alarm history. The customer's blood glucose was 286 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to x-ray. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.